Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the bottom of the foot pedal was detached from the device. The device was being used during surgery. There were injuries however it is unk if medical intervention occurred. There was no add'l info provided.